Manufacturer narrative:
Pending release of the device set-up, mating and access devices and microclave connectors. At this time the cause(s) of the event are unknown. Previous investigations of similar issues where the microclave connectors silicone remained recessed have identified this condition can occur when the microclave connector is accessed/used with incompatible mating/access devices. The microclave connector direction for use (dfu) provides usage conditions stating do not use needles, blunt cannulas or luer caps on connectors. Connectors are compatible with iso male luers having an internal diameter between 0.062" and 0.110". Access connectors straight on. (Without angled or sliding entry).

Event description:
Int'l. ((B)(4)) complaint received reporting component issue with use of unspecified cvc set-up and 011-mc100 microclave connector. The initial (as translated) information describes the event as follows " a serious accident occurred in a patient who was brought into intensive care for severe gas embolism due to the microclave placed on a cvc that did not close with consequent leakage of blood and air entrance from the microclave slot cones...". Follow up information about the event reports ICU patient recently transferred to pneumology unit pending discharge. Pt. Was brought into magnetic resonance imaging for diagnostic exam and experienced unspecified distress related medical condition. Emergent procedures initiated and pt. Was readmitted into the ICU for unspecified medical treatments. As of (B)(6) 2017 patient remains hospitalized. The involved device(s) and microclave connectors were retained, hospital internal investigation is in progress. The hospital has not responded to manufacturers requests to release the microclave connector to the manufacture for analysis and investigation.